Event description:
It was initially reported that the pump had been turned down to minimum rate as the patient seemed to have some type of reaction and they wanted to eliminate the drug in pump as a possible issue. In addition as confirmed motor stall was reported. Per the reporter "patient also had another MRI today ((B)(6) 2011) and the stall and recovery did not show up in the logs - this could have been due to the pump being in minimum rate mode and the length of the MRI - pump was interrogated and no dialogue boxes popped up along with logs looked good." It was later reported that patient experienced nausea and vomiting. The drugs in the pump were baclofen (compounded). The pump was stopped later as per physician's instructions. Other drugs per MFR records included dilaudid and bupivacaine. It was later reported that the patient had got very sick after baclofen was put in pump. Pump was shut off on (B)(6) and was "currently not working." Patient was to get replacement of the pump.

Manufacturer narrative:
(B)(4).